Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was planned for use in an rf ablation (rfa) procedure in 2008. According to the complainant, "resistance was met when inserting the device into the outer needle." Reportedly, the procedure was completed using a different device (product/manufacturer unk). There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Resistance, physical. Although, the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.